Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that upon an impedance check, electrodes 0-3 and 5-8 were found to be outside of normal limits. The patient stated that their coverage had changed. A friend/family member noted that the patient had been lifting, pulling, and maneuvering their spouse around a lot. The manufacturer representative stated that they were able to cultivate a program in order to give the patient adequate coverage in the areas needed while working around electrodes. It was unknown if the issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is post lumbar laminectomy syndrome.